Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning and pimples under entire patch area. The parent had the patient evaluated in urgent care where they were treated with cephalexin oral antibiotic 3 times a day for 10 days. It was not healed yet after 10 days so the parent brought the patient back to urgent care for other treatment. The patient was prescribed with clotrimazole cream. This was applied for 3 days twice a day and the reaction was healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).